Event description:
The manufacturer received information alleging a ventilator's keypad malfunctioned. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel was replaced to address the issue.